Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 1627487-2022-01252. It was reported that patient¿s ipg was inoperable and unable to connect to. The patient is without therapy as a result. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the ipg was explanted and a new device was implanted. Therapy was restored post procedure. Patient was stable.